Event description:
It was reported to philips that the device needs a processor pca. There was no patient involvement.

Manufacturer narrative:
Updated device problem code grid.

Event description:
It was reported to philips that the device needs a processor pca. The field service engineer (fse) found in the error logs that the processor pca was malfunctioning. The device needs a processor pca. Upon conclusion of the evaluation, it was determined that the processor pca requires replacement. It was replaced. The device passed testing and was put back into service.